Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact on the customer's blood glucose level. The customer declined additional technical support, and the call was disconnected.